Event description:
It was reported that pump displayed a cartridge change error that prevented cartridge from being loaded. There was no adverse impact to the customer's blood glucose level. Customer worked with Technical Support to inspect and clean pump connection area, then filled and loaded new cartridge using a different lot, and successfully completed load process and resumed insulin delivery.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.